Event description:
Procedure type: vascular. According to the reporter: suture was broken on the fifth day completely after a vascular surgery. Patient was not obese, pre-operated or chemo therapeutical pretreated. Our sales rep will check the suture technique of the surgeon, because he uses allegedly two loops and ties it. This suture technique will be carried out continuously. Patient injured.